Event description:
At recent follow-up, it was noticed that the atrial channel impedanceresistance was greater that 3k ohms. Physician elected to replace atrial lead, but upon testing prior to explant, found normal readings. Pacemaker was then explanted.